Manufacturer narrative:
Concomitant product(s): product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The patient reported that about one to two months ago ((B)(6) 2015), a change in therapy was noticed. When sitting back against a chair, the patient felt a lot of stimulation. When this happened, the patient also felt a lot of stimulation in the legs. Because of this, the patient hasn't had stimulation for the last one to two months. The patient noted that they had not had any falls / trauma that could be related to the issue. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, the event will be updated.

Manufacturer narrative:
(B)(4).

Event description:
The patient reported sleeping in a recliner chair and living with her mother and four other family members for a year and a half, and that her living status was not good. When sitting back in the chair, the patient experienced too much stimulation. The patient experienced overstimulation when sitting up in any chair, the bus, or a car ride, or walking on the bus. The patient stated, I can't take it anymore. It has been off since (B)(6) 2015 and later stated since (B)(6) 2015. The patient had to cut it off when on the bus or a car. The patient noted that it was not helping nerve pain in the back and left leg and going through something with her liver. The patient had an appointment on (B)(6) 2015 and was going to discuss explant.